Event description:
Hcp reported the pump and catheter were explanted and replaced because of an infection. The hcp has been contacted for additional information that will be reported when it is received.